Event description:
It was reported that during central processing procedure, the prograsp forceps instrument would not move correctly. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps was analyzed, and the reported complaint was not confirmed nor replicated by failure analysis. Failure analysis could not verify the reported event. The instrument passed all in-house testing, demonstrated full range of motion and proper grip operation, and was fully functional with no product issues identified. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.